Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting on the side of the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis.

Event description:
T was reported that during a da vinci-assisted surgical procedure, the tips of the maryland bipolar forceps instrument were scratched. The instrument was removed and replaced with a backup. No fragment fell into the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the event date was on jan-08-2024. The reporter clarified the tip was burnt. The thermal damage was noticed during the procedure. The reporter confirmed that a spark was observed. A long bipolar instrument and a cadiere instrument were both used when the arcing occurred. The arcing appeared to originate from the alleged maryland bipolar forceps instrument.